Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a broken sensor wire that required medical intervention. The patient's mother reported that upon sensor removal, one part of the sensor wire was under the patient's skin and one part was still on the sensor pod. The patient was seen by their general practitioner on (B)(6) 2019 who was unable to confirm that any part of the sensor wire was retained in the body. At the time of contact, the patient was feeling fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.